Manufacturer narrative:
Upon reception, the orchestra plus link was tested and the reported behavior was not reproduced: normal communication was possible with a reference ICD and a reference orchestra plus. The reported fault could be the result of an incorrect communication type selected before initiating the communication. - no anomaly is suspected on the rf head. This case is retained and utilized for trend purposes.

Event description:
Reportedly, no longer working. The led is permanently red.

Event description:
Reportedly, no longer working. The led is permanently red.